Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump did not alarmed when cannula was kinked. The customer's blood glucose value was unknown. The customer stated that screen was sometimes difficult to see. The customer was also reported the battery cap was worn. The insulin pump will not be returned for analysis.